Event description:
The facility reported a flogard infusion pump that had a damaged door. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a damaged door was confirmed by visual inspection. However, no cause could be determined. The door was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4).